Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It has been reported that the patient had a revision surgery due to broken prosthesis.